Event description:
A malfunction was reported on a pump, with no significant events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.